Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the right ventricular lead exhibited loss of sensing when placed in the lower septum. The lead was moved to the middle and higher septum but the lead exhibited low sensing and low impedance. The physician decided to change the lead and successfully placed it in the higher septum with adequate parameters. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.